Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when the teeth of the clamp are fully opened, the closing screw was not catching the teeth so the site needs to hold the teeth between their fingers in order to start turning the screw to catch and close the clamp teeth, the site evaluated another clamp and it was working differently. No patient was present at the time of the event.